Event description:
It was reported that the customer inadvertently performed the fill tubing sequence while connected to the site. The customer's blood glucose was low. Customer consumed carbohydrates to address bg level. Subsequently, customer was admitted into the emergency room (ER), hospitalized, and was treated with intravenous saline fluids. The customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Customer was educated to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event. Per the tandem user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.